Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was hot to the touch. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: a review of the black box showed a sudden drop in voltage resulting in a low battery warning. The pump was run for 24 hours with no reboots power losses, or overheating. The pump electrical current draws were within specifications. The pump was opened to find no evidence of moisture in the battery compartment or internally. The power flex and components were inspected and no defects were found. No damage was found to the power circuit. The allegation of a temperature issue was unable to be duplicated during investigation. The battery was not returned with the pump.